Event description:
It was reported that the pt was revised due to pain in flexion. Femoral component, patella and insert were replaced. It is not known at this time which, if any of the devices may have caused or contributed to the pt's condition.

Manufacturer narrative:
Device will not be returned. No device evaluation will be performed. Other devices removed in this surgery: 72-3-0708 scorpio ts tibial insert. A 73-0510 scorpio m-dome patella.